Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the low impedance warning showed for the ins. No actions were taken to resolve the low impedances and the impedances were all okay at the patient's follow-up appointment. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative(rep) regarding an implantable neurostimulator (ins). It was reported that there were error codes and validation errors. There was an error to avoid electrodes 3 and 15 for possible shorts that resolved. Later, electrodes 2 and 14 showed avoid for possible shorts. A communication failure error occurred. An eri warning stating the device had reached its elective replacement date was shown. A critical message that said ¿the ins device contains patient data. Please select a new ins device." A validation error that said ¿system detected invalid data in the device. Therapy must be cleared. Error code: (01 48 00)." A message that stated the device time was more than 90 minutes off from the programmer was displayed. A validation error that said ¿system detected invalid data in the device. Therapy data must be cleared. Error code: 06 00 00¿ was displayed. The ins/wens were reset, restarted, and rebooted. The issue was reported to be resolved. No further complications were reported.